Manufacturer narrative:
Evaluation summary: four sample was received for evaluation. The reported event was not confirmed as related with the manufacturing process. A visual inspection was conducted and it was noticed the cuff presents two small tears an inflation/deflation test was performed using a syringe of air was applied to the cuff and it was observed the cuff deflated after few seconds, instructions for use stated that ordinarily, cuff pressure should not exceed 25 cm of h20. Over-inflation of the cuff may cause tracheal damage and may inhibit ventilation. Consult with the attending physician. Test each tube's cuff, pilot balloon, and valve by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, taper back the cuff by deflating the cuff and gently moving it away from the distal tip of the cannula toward the neck plate as the residual air is removed by deflation. When tapering the cuff, do not use sharp instruments that would damage the cuff, such as forceps or hemostats. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the unit had a cuff inflation/deflation issue. The customer reported that the cuff was deflating and there was nothing in patient airway to the hole. Patient had extended hospital stay with several months in ICU. It was indicated that tube change was required.